Event description:
A patient's mother reported that their child's vns was programmed off two months ago due to a lead fracture. The patient had been feeling shocks in his shoulder, which is why they had gone to get the device checked, and that's when it was found that there was a lead fracture. The patient felt the shock in his shoulder again, and she was wondering if there was any way the device could "come back to life" to cause this to happen. It is unknown if the patient's magnet output has been disabled as well and possible the patient is feeling a magnet activation if not. The patient's seizures are going to be evaluated with their vns off before deciding to do the lead revision since it is a risky surgery. The vns has been life-changing for the patient and his seizures have improved with it. Good faith attempts have been made for further details about the reported events and no further information has been attained.

Event description:
It was reported that the patient underwent generator and lead explant. It was reported that the patient's device has been disabled since 2012 and the patient has been seizure free since and the family decided to have the system explanted. The generator and lead were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the lead was completed on 08/27/2014. Note that the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Analysis of the generator was completed on 09/02/2014. The generator was received programmed on rather than off as previously reported. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.